Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect amount of carbohydrates. The customer's blood glucose (bg) level subsequently decreased to 53 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.